Event description:
The customer reported that they could not acquire a 12-lead ECG. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that they could not acquire a 12-lead ECG. There was no impact to the involved pt. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.